Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the ins was overdischarged. The patient was noncompliant. The patient stated that last time she used/charged her ins was (B)(6) 2019. The patient had the ins replaced (B)(6) 2019. The issue was resolved. No patient symptoms were reported. No further complications were reported/anticipated.